Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that 3 infusion set adhesive patch detached from cannula housing/base prior to insertion on (B)(6) 2024. Patient replaced infusion set 3 times and resumed insulin deliveries successfully with 4th replacement. No further information available.